Manufacturer narrative:
Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
The patient reported experiencing a bent cannula event on (B)(6) 2026 which resulted in high blood glucose event (360 mg/dl), the elevated blood glucose was successfully managed by the patient through self-administration of insulin via pen, resolving the issue with no further complications.